Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer service center, a service required error was found in the downloaded event log. Internal filters and flow sensor were blocked also observed during the evaluation. The device's filters and flow sensor were cleared to address the issue.